Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure during a routine follow up a type 1a and 1b endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to resolve this event. The patient was reported as stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 1a endoleak, rather it is a type 1b endoleak of the right common iliac artery. Clinical also identified the concomitant use of non-endologix stents in the right common and right external iliac artery at the index procedure, which may have caused or contributed to the event. No procedure related harms were identified were identified. The final patient status was reported as discharged one (1) day following an endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated. D11: concomitant medical products and therapy dates has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure during a routine follow up a type 1a and 1b endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to resolve this event. The patient was reported as stable. Additional information: the type 1a endoleak is refuted, rather it is a type 1b of the right common iliac artery. The index procedure was off-label due to the concomitant use of non endologix stents in the right common and right external iliac artery.